Event description:
It was reported to philips that the system was unable to boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfile found a malfunction related to reported issue. Upon troubleshooting actions, fse identified that the pdu fantray and dcps were defective. To resolve the issue, the fse replaced the pdu fan tray and dcps. After the replacement, the system was returned to use in good working order.